Event description:
The pt received an scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt feels stimulation in the wrong location. The pt's pain pattern is low back, buttock, right leg. Impedance readings found several contacts were reading high. Attempts to program around the contacts continued to result in abdominal stimulation. An x-ray was requested. There is no record of pt falling or any trauma. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.